Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the malfunction of the ccd or the failure of the printed-circuit board in the scope connector or some problem of another device in the system.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the endoscopic image became dark for a moment and disappeared when the up/down angulation control lever was turned. There was no patient injury associated with this report.